Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring greater than 200 ohms on the right ventricular (rv) channel since the device changeout procedure. The physician requested chest x-ray for this patient. Technical services recommended testing and programming options. This device remains in service. No adverse patient effects were reported.